Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was not sealing properly and the metal portion of the was jaw lifted. No resistance was noted while inserting the harvesting tool into the cannula. Unknown if pre-cautery test was performed. No troubleshooting steps were taken. Power setting at 3. There were no components of the device that detached inside the patient. A new device was used to complete the procedure. There was no delay. No patient harm was reported.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.